Manufacturer narrative:
The technician found the main bearing, support, and casters were bad. He replaced the bearings, supports, and all four casters to repair the bed.

Event description:
Information received indicates the caster supports are broken. The brake is not staying locked of the foot end of the bed.